Event description:
It was reported during an atrial fibrillation procedure, the pt developed a pericardial effusion. A brk xs transseptal needle and swartz slo introducer were used to gain access to the left atria. A therapy cool flex, inquiry optima, and supreme quadripolar catheter were used to perform the ablation procedure. During mapping in the left atrium, upon advancing to the left inferior pulmonary vein, the physician thought the catheter touched fragile tissue, causing a pericardial effusion. The pt experienced light headedness and a drop in blood pressure. The physician performed a transthoracic echocardiogram confirming the pericardial effusion. During pericardiocentesis, when the pericardial puncture was performed, the drainage sheath went into the right ventricle and then passed the tricuspid valve up to the caval vein. The pt was transferred to surgery where the drainage sheath was removed and the hole was sutured. The pt's current status is listed as good.

Manufacturer narrative:
One therapy cool flex 7f catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen is attached but twisted. The shaft was bent approx 3.0 cm from the distal tip. Functional testing of the device confirmed during the ablation simulation test, an occlusion alarm occurred from the cool point pump and a "pal" alarm from the generator. A guide wire was advanced through the luer stopping at the broken luer extension tube. Microscopic eval of the tip of the catheter revealed no issues. The catheter passed continuity and EKG testing. The catheter created a curve when deflected, matching the required template. Steering force to create the curve met the required spec. Review of the devic history records confirmed the device met mfg requirements prior to shipment. The root cause classification of the twisted lumen is consisted with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instructed. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. There was no reported malfunction during use with the therapy cool flex catheter and it functioned as intended per the physician. How and when the fluid lumen twisted remains unk.